Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four staplers. The event report alleges the product was used in a surgical procedure. Initial visual inspection of the instruments found no abnormalities. Functionally, each instrument was loaded with an single use loading unit. During testing of the instruments a skip was noted in each units firing stroke after closure of the loading unit jaws. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures . Replication of the sheared teeth on the firing rack may when: firing over tissue that is beyond the recommended thickness range or when firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic sleeve gastrectomy, at 4 firing attempts the device locked after being able to squeezed the handle twice which left the staple line open at the distal end. The staples at this point in the line were removed with graspers and the entire staple line was over-sewn. There was no additional or unexpected tissue damage, tissue loss, tissue damage, extension of incision, or extension of scheduled operative time associated with the device issue.